Event description:
Patient reported that an infusion set fell off during use which led to high blood glucose levels and got treated with correction bolus via pump on (b)(6) 2026.

Manufacturer narrative:
MDR 3003442380-2026-61713 / Initial 2 of 2Based on the available information, this event is deemed to be a reportable malfunctionTo date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545Manufacturing Site: 3003442380.